Event description:
It was reported that patient was unable to keep a charge on the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.